Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause was attributed to a faulty main keypad. The part is on backorder and will be repaired when available.

Event description:
The customer contacted stryker to report that the shock button was unresponsive. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the shock button was unresponsive. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.